Event description:
Resuscitative endovascular balloon occlusion of the aorta (reboa) catheter was placed during emergency procedure.  Sometime after being placed, the balloon ruptured while still inside the patient.  The catheter was removed, and another one placed immediately following.  The balloon was inspected and all pieces appear to be accounted for.